Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent mesh revision, lysis of vaginal adhesions, colporrhaphies, and suburethral sling urethropexy procedure on (B)(6) 2010 due to dyspareunia, vaginal stenosis and recurrent urinary incontinence. The patient underwent additional mesh revisions on (B)(6) 2010 and (B)(6) 2011.(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2011-00322. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy and pelvic floor reconstruction.